Event description:
It was reported that prior to an unknown procedure it was observed that the device had a bubble of plastic on the tip of the device. The device was not used. There was no pt consequence.